Event description:
Pt reported pump solis malfunction issues. Pt stated received a new pump for their maintenance but reported the new pump they received, keeps beeping with different alarm message: downward occlusion but there was no occlusion per pt. Pt also stated another message with cassette does not attach even if it is attached. Pt reported pump keeps beeping and troubleshoot was completed. Pt reported wasted 3 cassette/3 doses due to pump issues. Pt confirmed she has one working pump currently that she is using. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Serial number unknown. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon pt return. Did we replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.